Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: controller h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 unk-battery h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 unk-battery h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d14 product event summary: the ventricular assist device (vad) (B)(6) one (1) controller with an unknown serial number, and two (2) batteries with unknown serial numbers were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported low flow/low power event could not be confirmed. The reported event involving the controller and batteries could not be confirmed due to insufficient information. Based on the available information, the device may have caused or contributed to the reported low flow/power event. Based on the risk documentation, possible causes of the reported low flow/low power event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient switched from batteries to wall power while at home, the ventricular assist device (vad) speed dropped from 2600 to 2500 and flows dropped from 3¿s to 1.9. The vad also exhibited a low flow alarm. It was stated that when fully connected to the wall power, the vad speed and flow quickly recovered. The patient noted that the lowest powered battery was switched out first and there was no double disconnect. It was noted that the controller and/or power sources were likely the cause of the issue. The patient was planning to come to the clinic for a vad interrogation. The vad, controller and batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system : controller 2.0, model #: 1420 / catalog #: 1420, device available for evaluation: no, mfg date: labeled for single use: no. Patient ime code(s): e2403, imf code(s): f26, img code(s): g04035, FDA device code(s): a26, FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16. Additional information has been requested regarding additional event details and device information of the products involved, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.